Manufacturer narrative:
(B)(4). Unit received with partially broken off piece of the retainer and reservoir tube lip. Unit received with minor scratched display window, case and keypad overlay. Unit passed displacement test.

Event description:
The customer reported via phone call that a piece of the reservoir was missing. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer did not verify how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis.